Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that an ar-3638 knotless fibertak anchor broke when trying to tie it down. This was discovered during a hip labral reconstruction on (B)(6) 2022. All broken fragments were retrieved from inside the patient. Surgeon was able to complete case using another ar-3638 fibertak from a different lot number.